Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The physician decided to explant and replace the device and surgically abandon and replace the right atrial (ra) and right ventricular (rv) lead and implant a new system on the opposite side. No further testing was performed and the root cause of the out of range measurements was not determined. No additional adverse patient effects were reported.